Event description:
On the initial report, received by aso on (B)(6) 2022 consumer stated that the product caused an allergic reaction. Consumer stated sought medical attention.

Manufacturer narrative:
As of (B)(6) 2022 no lot or returned samples have been received for the investigation of the issue. However, aso reviewed records of biocompatibility tests with no issues noted. Refer to of this report for further details.